Manufacturer narrative:
Investigation initiated manufacturer's investigation review DHR inspect returned samples analysis and findings distribution history the complaint product was packaged at csi on 06/2020. Manufacturing record review lot 201902 was built into csi work order 291278. DHR-(B)(4) was reviewed and no non-conformities, related to the complaint condition were noted. It should also be noted that work order 291278 was post sterilization sampled by qa for visual and functional attributes where no issues were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed did showed similar reported complaint conditions. Product receipt the complaint product was received at csi trumbull under RMA 316790. Visual evaluation visual evaluation of the complaint product was performed, and no obvious damage was noted. Three staplers were returned; one was sealed in its pouch unused; one was partially fired and the third was fully fired and depleted of staples. Functional evaluation functional evaluation of the complaint product was performed. The unused stapler fired, and deployed staples as expected without issue. The second that was partially fired, functioned, and deployed staples after ample cleaning as the mechanism was jammed with bio remnants from the procedure which caused a hang-up of the lever return. The staples were fully formed on all their features, the penetrator fully deployed, and no damage was noted. The third stapler was fully depleted of staples, and once it was fully cleaned as the second, it fired as expected without hang-up. Root cause a definitive root cause cannot be reliably determined at this time. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. Coopersurgical will continue to monitor this complaint condition for trends. Was the complaint confirmed? No.

Event description:
During procedure, would not fire. Tried another stapler from same lot, still would not fire. Had a 3rd stapler from same lot. Did not want to use and returning for credit. Insorb 30 stapler 2030 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Additional complaint in ref. To (B)(4). During procedure, would not fire. Tried another stapler from same lot, still would not fire. Had a 3rd stapler from same lot. Did not want to use and returning for credit. Insorb 30 stapler 2030 (B)(4).